Manufacturer narrative:
Choice study event. The stent remains in the patient. The lot number was provided. Reportedly, the carotid lesion was heavily calcified and 80% stenosed. This could have contributed to the event. From the available information the event appears to be related to the operational context in which the device was used. Review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: stent/stent delivery system entanglement. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that the rx acculink stent was implanted in the left internal carotid artery. During removal of the stent delivery system (sds), the sds became entangled with the stent. The sds was successfully freed using an additional wire and the sds was resheathed and removed from the body. There was no adverse patient sequela. Although requested, no additional information was provided.